Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone and recommended to replace the graphical user analog interface pcb. The customer followed the tse recommendations and unit passed all testing. Covidien was not authorized to service the device.